Event description:
A caller reported receiving a minimum fill notification. The caller's blood glucose level was 378 mg/dl, which was within the normal range of 54-500 mg/dl. No further blood glucose questions were required. The caller was unable to load a cartridge and declined further assistance, choosing instead to rely on manual insulin delivery.